Event description:
Robotic fenestrated bipolar instrument bent/broke while inside the patient's body. Surgeon had difficulty removing due to the instrument being bent and could not be pulled out through the trocar. The entire trocar and instrument had to be removed together.